Manufacturer narrative:
The device was not received therefore no physical analysis of the product could be performed. The manufacturing batch number was not provided; therefore, we were unable to review the device history records to confirm that the device met all material, assembly and inspection specifications prior to shipment. Based on the information received to date, it appears clinical and/or procedural factors impacted the event as reported. The product is expected to be returned for analysis. If the product is returned or additional information is received a follow-up medwatch report will be submitted. Product is expected to be returned.

Event description:
After successful delivery of a lotus valve the delivery system couldn't be withdrawn over the safari wire but had to be pulled back en bloc. Wire was stuck in the wire lumen, despite significant pulling force was applied (hence the bend at the distal end of the returned wire). On the prep table the wire could be moved forwards and after some backs and forths it could be pulled out completely and retrograde. It was reported that the procedure was completed with a different device.

Manufacturer narrative:
The device was received for analysis. As received, the specimen consists of one each clinically used, damaged safari2 275cm sml crv device; returned coiled loose, single-bagged within a small poly biohazard bag. The specimen presents a ductile, tensile fracture of the core wire approximately 0.63mm from the proximal aspect of the distal weld mass, several bends of varying severity and frequency, and numerous regions of offset/ mis-aligned coil damage scattered over the length of the device creating localized oversized diameter conditions to .03725". Approximately 1.30 cm of the core wire is protruding through the coil wraps approximately 2.50cm from the distal tip. The core wire fracture presents indications of ductile, tensile overload. The specimen also presents areas of scraped ptfe coating in the bend/kink regions with coating removal at 172 to 173cm from the distal apex of the curved tip region. The nature of the core wire fracture suggests the specimen entered into a constraint condition, as described in the complaint narrative, and sustained the fracture during the attempts to free it. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.